Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. The customer reported that the applicator's needle was stuck in the arm. The customer further reported "pulling out" the needle themselves and allowing it to heal naturally. There was no third-party intervention provided for the reported issue. There was no report of death or permanent impairment associated with this event.